Manufacturer narrative:
Lot number - 18b032, 18e003, 18f005, 18g039, 18h008, and an unknown lot number. Eleven single-use devices were received for evaluation. Visual inspection of eight samples did not identify any abnormalities that could have contributed to the reported condition. When the luer cap was removed, there was no flow from the distal luer of the seven samples. Further inspection revealed that the cause of the flow issue was due to crystallized drug blocking the fluid exit at the distal end of the glass capillary located inside the white luer. The reported condition was verified for the seven returned samples. The cause of the crystallized drug could not be determined. Visual inspection of three samples did not identify any abnormalities that could have contributed to the reported condition. After the luer cap was removed, continuous flow was observed from the distal luer for all three samples. A functional flow rate test was performed, and the flow rate of the devices were found to be within specification. The reported condition was not verified for the three returned samples. The device was found to be conforming product. A batch review was conducted for lots 18b032, 18g039, 18e003, 18f005, and 18h008, and there were no deviations found related to this reported condition during the manufacture of any of these lots. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 14 </noe> malfunction events. It was reported that at least fourteen large volume folfusors would not flow. Eight of the events did not involve a patient, and at least six of the events involved a patient with no patient consequences. No additional information is available.